Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 40 mg/dl at the time of the incident. The customer¿s also stated sensor had inaccurate readings that triggered threshold suspend alarm and blood glucose was 160 mg/dl and the sensor glucose was 220 mg/dl and insulin delivery was suspended due to sensor values and blood glucose difference. Customer stated difference between blood glucose value and sensor glucose value was 60 mg/dl. The insulin pump will not be returned for analysis.